Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer has had several incidents with hyperglycemia and hypoglycemia. The customer visited his health care professional, and his dr is requesting a replacement insulin pump. The customer was not present at the time of the call, therefore, no troubleshooting was conducted. Nothing further was reported.